Manufacturer narrative:
Eval of the alarm assembly revealed an intermittent wire terminal connection due to an improper crimp. The assembly process is currently under review.

Event description:
The customer alleged there was visual alarms but no audio alarms. The pt parameters at the time are unk. The nellcor puritan-bennett customer support engineer inspected the device and could not duplicate the reported event. The facility biomed has also evaluated the device and could not duplicate the reported event prior to the nellcor puritan-bennett customer support engineer arrival. The customer support engineer replaced the alarm kit and power switch as a precaution. The unit passed extended self-testing. It is not verified that there was no audio alarm, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.